Event description:
It was reported that during an iliac pta/stenting procedure, it was noted that the product inside the package was different than what was indicated on the product label. The wallstent had been advanced to the lesion site, and once partially deployed, the physician noted that it was larger than expected. The wallstent was removed from the patient without incident and the procedure was successfully completed using the correct size wallstent. No patient injury or complications were reported.